Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received via social media that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.